Event description:
Tampons are shredding [device breakage] there was no physical discomfort [no adverse event] case narrative: consumer reported via e-mail that the tampon was shredding threads. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons are shredding [device breakage]. There was no physical discomfort [no adverse event]. Case narrative: consumer reported via e-mail that the tampon was shredding threads. No injury reported.